Event description:
The device was returned for pneumatic valve leak failure (valve 1). Performed mock infusion, cassette misloaded error was noticed and the air compressor performed a purge cycle resulting in a state 1 error. Log files indicated pneumatic valve leak failure (valve 1). Performed set ID admin test and unit passed. Performed recharge test and unit passed (valve 1 ok). Performed hardware test and unit failed due to valve 2 gross leak. The tank body will be removed and replaced due to valve 2 leak during repair process before device is sent to test line for full functional testing.

Event description:
The following has been reported: biomed reported: "pump alarming for misloaded cassette during infusion. An ivenix lvp (sn: (B)(6)). That was alarming mid infusion for the cassette being misloaded. Encountered this twice during testing. Patient harm: no." A preliminary review identified the following issue: pneumatic valve leak failure (valve 1). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.